Event description:
It was reported that the patient experienced a hemothorax due to a lead perforation. The lead was removed. No further patient complications have been reported as a result of this event.